Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v230969, implanted: (B)(6) 2009, product type: lead. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. Product ID: 7489, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. (B)(4).

Event description:
It was reported the healthcare provider was removing the interstim device and leads on (B)(6) 2014 and the right side lead broke off when he was trying to take it out. The reporter planned to image the lead, most likely using x-ray, and then have a neurologist dissect and remove it. The healthcare provider spoke about the patient and a concern about the patient¿s blood pressure being watched during procedures. Issue regarding the patient's blood pressure was not further clarified. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.